Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the emergency room after receiving inappropriate antitachycardia pacing and hv therapy. Wide qrs oversensing was observed, which resulted in a ventricular fibrillation diagnosis. The patient was in slow ventricular tachycardia. The hv therapy converted the patient to normal sinus rhythm. Programming changes were recommended. No further information is available.